Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on the (B)(6) 2015. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2016 and that it had performed to specification up to the (B)(6) 2017. The device was disassembled to investigate and corrosion was observed on multiple tracks of the membrane.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically